Manufacturer narrative:
Through the course of the investigation, it was identified that the positive sars-cov-2 results generated for the 3 patient samples (run (B)(6)) were considered true positive results, and given the delayed CT values generated, they could be indicative of samples near the limit of detection (lod) of the test. No issues were identified with the complaint kit lots (00721z, 00917z, and 01022z) during the course of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged that patients¿ samples generated false positive results for sars-cov-2 with the cobas sars-cov-2 & influenza a/b test for use on the cobas® liat® system. The positive results were released and patients were put in a red zone (covid-19) positive zone in the hospital. No further information was provided. Upon the review of the cobas the liat analyzer¿s data, it was confirmed: on (B)(6) 2021 run #1466, assay tube lot=00721z, generated positive result on target sars-cov-2 with CT-value=34.0. On (B)(6) 2021 run #1551, assay tube lot=00917y, generated positive result on target sars-cov-2 with CT-value=33.9. On (B)(6) 2021 run #1808, assay tube lot=01022z, generated positive result on target sars-cov-2 with CT-value=32.6. The system assessment indicates no system related anomalies were identified and photometer signal is stable. Investigation on the reagent kits is on-going. 3 mdrs will be submitted one for each of the reported results.

Manufacturer narrative:
Investigation is on-going. A follow-up report will be filed upon the completion of the investigation. (B)(4).